Event description:
Rptr alleged obtaining a discrepant blood glucose result of 140 mg/dl on the advantage system compared back to back, with a result of 30 mg/dl on the professional system, when testing was performed within 10 mins. Rptr indicated that he felt disoriented, dizzy, shaky, sleepy, and had slurred speech when the results were obtained. Rptr stated he was admitted to the hospital because of hypoglycemia, treated with a glucose IV, and also for other health concerns, including his diabetes while he was there for 5 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.